Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1316995. Medical device expiration date: 2026-10-31. Device manufacture date: 2021-11-12. Medical device lot #: 1237386. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-08-25. Medical device lot #: 1259968. Medical device expiration date: 2026-09-30. Device manufacture date: 2021-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the pink sheath is fragile, at the moment of moving it down to cover the needle it comes out of the base."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing and no issues were observed relating to defective locking mechanism (dlm) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism (dlm). Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the pink sheath is fragile, at the moment of moving it down to cover the needle it comes out of the base."